Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of no activation when the button was pressed. In addition, the device would unintentionally deliver rf energy during testing. Upon closer inspection, an internal fuse switch, was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as unintentional rf energy is likely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic colectomy (digestive surgery). Event description: [translation] when using the device, we realize that the black operator button on the back of the device does not work each time it is pressed. Additional information received from applied medical representative via email on 25jul2022: laparoscopic colectomy by [surgeon] (digestive surgeon): new user of the voyant (in case of [non-applied device] out of stock). The fusion activation button did not work every time it was pressed (about 1 out of 4 times). The fusion was not possible. The technical problem appeared at the beginning of the operation, during the first activations. On all types of tissue seized. No other devices involved or in contact with the voyant. No alarm or message on the generator: as if pressing the activation button had no effect. Restart of the generator, reconnection of the eb215: no effect. Or team then provided a new eb215 to continue the surgery. Additional information received from complaint evaluation engineer via email on 22sep22: initially I witnessed rf activation on the dkp even after I released the button. I was able to replicate that during paper towel testing. I performed the testing yesterday (21sep2022). Intervention: or team then provided a new eb215 to continue the surgery. Patient status: technical incident with no impact on the patient (loss of time estimated at 5').

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic colectomy (digestive surgery). Event description: [translation] when using the device, we realize that the black operator button on the back of the device does not work each time it is pressed. Additional information received from applied medical representative via email on 25jul2022: laparoscopic colectomy by [surgeon] (digestive surgeon): new user of the voyant (in case of [non-applied device] out of stock). The fusion activation button did not work every time it was pressed (about 1 out of 4 times). The fusion was not possible. The technical problem appeared at the beginning of the operation, during the first activations. On all types of tissue seized. No other devices involved or in contact with the voyant. No alarm or message on the generator: as if pressing the activation button had no effect. Restart of the generator, reconnection of the eb215: no effect. Or team then provided a new eb215 to continue the surgery. Additional information received from complaint evaluation engineer via email on 22sep22: initially I witnessed rf activation on the dkp even after I released the button. I was able to replicate that during paper towel testing. I performed the testing yesterday (21sep2022). Intervention: or team then provided a new eb215 to continue the surgery patient status: technical incident with no impact on the patient (loss of time estimated at 5').